Event description:
A customer reported to baxter corporate product surveillance an interlink IV catheter extension set in which a leak was observed. According to the report, the set leaked at the male luer lock end. The customer mentioned that the most distal/inner tip of the luer appears thinner when compared to a different luer from the same product code. The event occurred during infusion of an unknown chemotherapy drug. There was patient involvement, but there was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). The sample was discarded due to chemotherapy contamination. Since the sample is not available for evaluation, the condition cannot be confirmed or duplicated and the assignable root cause cannot be determined. If additional information becomes available, a follow-up report will be submitted.